Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to high pacing impedances greater than 2000 ohms. The patient was hospitalized and given intravenous antibiotics as a result of the revision. It was reported that there were no additional adverse patient effects.